Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the device and complaint information. The probable cause of the torn seal and subsequent no flow is due to a variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrective actions are in process. Lot history review was conducted and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
E1 - this complaint was received through: nipro canada corp 199 saint david st, (drop ship) lindsay, on k9v 5k7 1-705-328-2518 megan@nipro.ca. The investigation is pending completion.

Event description:
A complaint was received regarding a tego® connector that experienced tearing. The reporter stated that they have issues of flushing the lines and tearing of membranes resulting in a tego change prior to the 7 day period. The event date occurred on 19-mar-2025.